Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm), while wearing the device between 4 and 24 hours. The patient reports their blood glucose level had rose to 380 mg/dl. The patient removed the pod from the infusion site. The patients reported symptoms include pain, irritation, swelling and purulent discharge. Once at the hospital the patient was diagnosed with an abscess at the pod infusion site. The patient was prescribed keflex (300 mg) to be taken 2 times daily for 7 days. The patient was released from the hospital after 2 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.